Event description:
Customer reports, a pt came from surgery with an aqua seal and a small pneumothorax. The pneumothorax enlarged to moderate. The nurse tumped over the aqua seal unit. They then set up an a6000 pleurovac. The follwing day an x-ray showed no pneumothorax.

Manufacturer narrative:
Reference MFR complaint #98040703tl. No samples were returned. Co obtained five samples of lot 97k262t which was available in distribution. Visual evaluation of the units were acceptable. No defects were observed. Functional testing was conducted & all units functioned as expected. A review of the lot history for each lot was unremarkable & met all specs for release. Mfg reports that each unit is leak tested during production & a sample of each lot is functionally tested by qa. Co is unable to determine the cause of the reported pneumothorax. Under normal circumstances of use, the product should have functioned as expected.